Event description:
Reporter stated that pt obtained a blood glucose result of 320 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 15u of glargine insulin. Reporter indicated that the pt was not feeling well. Emergency medical services were contacted on pt's behalf and upon their arrival (30 minutes later) pt's blood glucose measured 29 mg/dl (on paramedics' blood glucose monitor). Pt was reportedly treated with a glucose injection, after which her blood glucose measured 69 mg/dl (on paramedics' blood glucose monitor). No additional treatment was rec'd. Pt's current condition: "feeling better, a bit groggy." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.